Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has a blood glucose (bg)level around (400 mg/dl) the customer delivered a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer had changed supplier earlier. However, stated to use the insulin in the cartridge for 3 days. The customer was advised that humalog has only been tested for up to 48 hours. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.